Event description:
Prov home infusion experiencing particulate matter in IV solutions. Happens when mixing occurs in sterile environment - IV hood. Clear plastic looking chunks have been found in the empty abbott container after the transfer of fluid from the evacuated container to the empty container. Home infusion suspects that the diaphragm on the empty container is breaking off chunks of plastic that are deposited into the bag after being spiked by the transfer set and then the bag spike or cadd admin set.